Manufacturer narrative:
Citation: ooms jf et al. Simplified trans-axillary aortic valve replacement under local anesthesia - a single center early experience. Cardiovasc revasc med. 2020 nov 26;s1553-8389(20)30781-8. Doi: 10.1016/j.carrev.2020.11.025. Earliest date of publish used for date of event. Medtronic products: enveo r delivery catheter system (PMA# p130021, pro code npt), enveo pro delivery catheter system (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes following transcatheter aortic valve replacement via a simplified trans-axillary approach using only local anesthesia, ultrasound guided axillary artery access, and arteriotomy closure with non-medtronic vascular closure devices. All data was collected from a single center between july 2018 and april 2020. The study population included 35 patients and was predominantly male with a mean age of 79 years. All patients were implanted with medtronic transcatheter valves: evolut r (31) or evolut pro (3). No serial numbers were provided. Among all patients, one procedural death occurred due to aortic root rupture after valve implant and a post-implant balloon aortic v alvuloplasty. Based on the available information, medtronic product was associated with the death. Among all patients, adverse events included: new permanent pacemaker implantation due to total atrioventricular block, need for second transcatheter valve implant, stroke, transient ischemic attack, moderate paravalvular leak, tamponade, non-access site life-threatening bleeding or major vascular complication, access site related vascular complication (major) or bleeding (life-threatening or major), hematoma, blood transfusions, and reintervention at the access site (post-dilation). In one case the procedure was aborted because an axillary artery dissection occurred while advancing the delivery catheter system, which caused a stroke and life-threatening bleeding that was treated with manual compression and multiple blood transfusions. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.